Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated revision procedure, lead insulation damage was noted on the atrial lead. The lead was explanted and replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: device manufacture date was previously missing.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.